Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported, he was attempting to deliver a bolus and when he pressed the act button the insulin pump alarmed button error. Customer's blood glucose was 202 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.